Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. Patient's mother stated that they changed the patient's insertion site on sunday, (B)(6) 2016, moving the sensor from the patient's left buttock to the right buttock. The insertion site was cleaned and then rubbed with vaseline in an attempt to moisturize and provide a barrier on the broken skin. Patient's mother noted that it had taken about 10 days for an irritated spot to heal enough to allow for adhesive to be used in the same place. The patient had a quarterly appointment with their endocrinology clinic on monday, (B)(6) 2016, where patient's parents discussed the skin reaction issue with a certified diabetes educator/nurse. It was recommended that the patient begin using a daily over-the-counter antihistamine, loratidine, and treat the skin with (B)(6) ointment. It was also recommended to place flexifix/tegaderm under the sensor adhesive to see if the film barrier would prevent the contact dermatitis. Patient's mother further reported that on (B)(6) 2016, the dexcom sensor inserted on the evening of (B)(6) 2016 was so irritating that the patient rubbed it off. When the sensor tape was examined, the patient's parents discovered that it had been saturated by interstitial fluid that had seeped from the area of irritation and had released as a result. It was noted that there was very little stickiness left on the adhesive tape and that it was yellow and crusty. It was also noted that the irritation was limited to the area covered by the dexcom adhesive, and not the flexifix, despite the fact that this set had been ripped off without the use of baby oil as a releasing agent. Patient's mother noted that the patient had experienced the same irritation with the last four sensors they used. Patient has also experienced reactions to skintac preparation pads as well as at the site of her insulin pump. No product or data was returned for investigation. However, photos of the reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.